Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the display was getting dim. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the display was getting dim. The device had a first-generation liquid crystal display (lcd) installed and needed to be upgraded to a second-generation lcd. The remote service engineer (rse) provided the customer with the part number and price of the replacement user interface (ui) assembly for repair.

Manufacturer narrative:
The repair of the unit cannot be completed at this time due to the user interface (ui) assembly being on back order. The replacement of the ui assembly which contains the liquid crystal display (lcd) aligns with the recommended repair of the reported malfunction per the service manual. The material has already been requested and ordered. When the part becomes available the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and further investigation will be performed.